Event description:
It was reported to boston scientific via an article published in journal of endourology that a prospective study was conducted in order to compare the safety and efficacy of xpeeda holmium laser vaporization of the prostate (holvp) and greenlight xps photoselective vaporization of the prostate (pvp) in improving bothersome lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). A total of 92 patients were enrolled in the study between september 2019 and may 2021. Men involved in the study were 50 years or older, had medical refractory luts secondary to bph, had a prostate size of 40 grams to 80 grams. Patients were excluded if they had any of the following: previous surgical treatment for bph, presence of bladder stones, history of prostate cancer, history or urethral stenosis, neurogenic bladder, and active urinary tract infection. The patients involved in the study were advised to hold off on taking their anticoagulant and/or antiplatelet medications before surgery if it was medically feasible. 46 patients underwent holvp utilizing the lumenis pulse 100w holmium:yag laser with an xpeeda 550 micro-meter side-fire fiber. The remaining 46 patients underwent pvp utilizing the greenlight xps laser system with a moxy 532-nm fiber. All procedures were completed identically with ablation down to the capsule. All patients had a three-way foley catheter placed in the operating room and were kept on mild traction with continuous bladder irrigation (cbi) for 2 hours. Both groups had similar median laser operative times, and no more than one fiber was used in each procedure. One patient from the pvp group experienced intraoperative bleeding at the end of the procedure which was controlled by bipolar transurethral resection of the prostate (turp). All patient's were discharged within 24 hours of their procedures. Patients were assessed at 1 month, 3 months, 6 months, and 12 months post-procedure. During the follow-up time, no patient's were lost to follow-up from the holvp group. However, one patient from the pvp group was lost to follow-up. Additionally, one patient from each group was withdrawn from the study due to a post-operative prostate cancer diagnosis, and two patients were withdrawn from each group due to covid-19. Following the procedure, the following complications were reported in the holvp group: 1 patient required readmission due to epididymo-orchitis, 3 patients experienced recurrent urinary retention, 2 patients experienced stress incontinence at 1-month follow-up, and 1 patient experienced stress incontinence at 3-month follow-up. Following the procedure, the following complications were reported in the pvp group: 3 patients experienced gross hematuria that needed cbi (two of whom were re-admitted), 1 patient had a lower limb venous thromboembolism and was readmitted, 1 patient presented with a urinary fungal infection, 1 patient had a urethral stricture at the 6-month follow-up, 1 patient had a bladder neck contracture treated with laser bladder neck incision, 4 patients had recurrent urinary retention, 3 patients had stress incontinence at 1-month follow-up, 1 patient had stress incontinence at 3-month follow-up, and one patient had persistent urgency at 6-month follow-up that was treated with mirabegron. One year after the procedure, 48 of the 58 sexually active patients in the study reported experiencing retrograde ejaculation. Overall, it was found that there was no significant differences in functional and sexual outcomes between the two groups at 12-months post-procedure. This event is for the pvp procedures.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Hazem elmansy, ahmed s zakaria, amr hodhod, waleed shabana, abdulrahman ahmad, fabiola oquendo, moustafa fathy, loay abbas, ruba abdul hadi, ryan kelly, ahmed kotb, and walid shahrour. Holmium laser xpeeda vaporization vs greenlight xps vaporization of the prostate for benign prostatic obstruction: 1-year results from a randomized controlled clinical study. Journal of endourology, volume 37, number 6, june 2023. Doi: 10.1089/end.2022.0727. This report is for the same literature article in manufacturer report: 2124215-2023-56236.

Manufacturer narrative:
Hazem elmansy, ahmed s zakaria, amr hodhod, waleed shabana, abdulrahman ahmad, fabiola oquendo, moustafa fathy, loay abbas, ruba abdul hadi, ryan kelly, ahmed kotb, and walid shahrour. Holmium laser xpeeda vaporization vs greenlight xps vaporization of the prostate for benign prostatic obstruction: 1-year results from a randomized controlled clinical study. Journal of endourology, volume 37, number 6, june 2023. Doi: 10.1089/end.2022.0727. This report is for the same literature article in manufacturer report: 2124215-2023-56236.

Event description:
It was reported to boston scientific via an article published in journal of endourology that a prospective study was conducted in order to compare the safety and efficacy of xpeeda holmium laser vaporization of the prostate (holvp) and greenlight xps photoselective vaporization of the prostate (pvp) in improving bothersome lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). A total of 92 patients were enrolled in the study between september 2019 and may 2021. Men involved in the study were 50 years or older, had medical refractory luts secondary to bph, had a prostate size of 40 grams to 80 grams. Patients were excluded if they had any of the following: previous surgical treatment for bph, presence of bladder stones, history of prostate cancer, history or urethral stenosis, neurogenic bladder, and active urinary tract infection. The patients involved in the study were advised to hold off on taking their anticoagulant and/or antiplatelet medications before surgery if it was medically feasible. 46 patients underwent holvp utilizing the lumenis pulse 100w holmium:yag laser with an xpeeda 550 micro-meter side-fire fiber. The remaining 46 patients underwent pvp utilizing the greenlight xps laser system with a moxy 532-nm fiber. All procedures were completed identically with ablation down to the capsule. All patients had a three-way foley catheter placed in the operating room and were kept on mild traction with continuous bladder irrigation (cbi) for 2 hours. Both groups had similar median laser operative times, and no more than one fiber was used in each procedure. One patient from the pvp group experienced intraoperative bleeding at the end of the procedure which was controlled by bipolar transurethral resection of the prostate (turp). All patient's were discharged within 24 hours of their procedures. Patients were assessed at 1 month, 3 months, 6 months, and 12 months post-procedure. During the follow-up time, no patient's were lost to follow-up from the holvp group. However, one patient from the pvp group was lost to follow-up. Additionally, one patient from each group was withdrawn from the study due to a post-operative prostate cancer diagnosis, and two patients were withdrawn from each group due to covid-19. Following the procedure, the following complications were reported in the holvp group: 1 patient required readmission due to epididymo-orchitis, 3 patients experienced recurrent urinary retention, 2 patients experienced stress incontinence at 1-month follow-up, and 1 patient experienced stress incontinence at 3-month follow-up. Following the procedure, the following complications were reported in the pvp group: 3 patients experienced gross hematuria that needed cbi (two of whom were re-admitted), 1 patient had a lower limb venous thromboembolism and was readmitted, 1 patient presented with a urinary fungal infection, 1 patient had a urethral stricture at the 6-month follow-up, 1 patient had a bladder neck contracture treated with laser bladder neck incision, 4 patients had recurrent urinary retention, 3 patients had stress incontinence at 1-month follow-up, 1 patient had stress incontinence at 3-month follow-up, and one patient had persistent urgency at 6-month follow-up that was treated with mirabegron. One year after the procedure, 48 of the 58 sexually active patients in the study reported experiencing retrograde ejaculation. Overall, it was found that there was no significant differences in functional and sexual outcomes between the two groups at 12-months post-procedure. This event is for the pvp procedures.